Event description:
As reported, when the brite tip sheath (6f 23cm: complaint product) was being inserted into the patient (age and gender unknown), there was difficulty inserting the device into the artery (location unknown) and the distal portion (britetip marker) of the introducer became frayed. Therefore, the physician stopped using the brite tip sheath and a different product (not specified) was used instead. The product looked normal when taken from its packaging. There was no difficulty prepping and assembling the device. It is unknown what brand guidewire was used. The tip of the sheath did remain intact when removed. The procedure was finished successfully without any issues.

Manufacturer narrative:
As reported, when the brite tip sheath (6f 23cm: complaint product) was being inserted into the patient, there was difficulty inserting the device into the artery (location unknown) and the distal portion (britetip marker) of the introducer became frayed. Therefore, the physician stopped using the brite tip sheath and a different product (not specified) was used instead. The product looked normal when taken from its packaging. There was no difficulty prepping and assembling the device. It is unknown what brand guidewire was used. The tip of the sheath did remain intact when removed. The procedure was finished successfully without any issues. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.